Manufacturer narrative:
(B)(4). Approximate age of device: 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2016, an echocardiogram showed moderate to severe aortic regurgitation. A repeat echocardiogram performed on (B)(6) 2016 showed continued moderate to severe aortic regurgitation. On (B)(6) 2017, the patient was admitted to the hospital with progressive shortness of breath and lower extremity edema. According to the cardiac transplant physician, there was new severe aortic regurgitation. The patient was started on dobutamine and milrinone infusions, and the dosages of their usual angiotensin receptor blockers and diuretics were increased. The pump speed was also increased to 9600 rpm. The patient was listed as status 1a for a heart transplant. No additional information was provided.

Manufacturer narrative:
A direct correlation between the patient's aortic regurgitation and the device could not be conclusively determined. An echocardiogram revealed that the patient had moderate to severe aortic regurgitation, which was confirmed on a follow-up echo performed two months later. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. The pump was returned and evaluated under medwatch MFR report number 2916596-2017-01025.